Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual device was not received for evaluation. Performance data was collected from the device and analyzed. There was a power on reset (por). A critical ram parity error was recorded on (B)(6) 2013. A parity error is considered low severity and the device should be able to recover after reset. (B)(4).

Event description:
It was reported that the device had a power on reset (por). The device was interrogated, programmed back to the original parameters, and remains in use. No patient complications have been reported as a result of this event.